Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A revision surgery was reported due to the most inferior band coming through the bone. The surgeon only removed the lower band, which was still intact. Two implants remain in the patient.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The device history records and non-conformance database could not be viewed as the lot number is unknown. Visual inspection revealed the band locked into the cam as intended. It revealed the band was cut to remove the assembly from the patient as mentioned in the complaint. According to the evaluation, there are no indications of manufacturing defects. According to the evaluation, the complaint is not verifiable as no post-op scans or pictures were provided to confirm that the assembly pulled through the patient's sternum. The surgeon stated the patient had "extremely poor bone quality." The most-likely cause was determined to be patient's bone quality.